Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was performed in (B)(6). After the physician attempted to deploy the protege gps stent more than 10 times, it was deployed in the vessel. However it was completely misplaced and it occluded the femoral artery. The patient required an amputation.